Event description:
The patient claimed that the down buttons required several presses to activate the desired pump functions. She explained that the down arrow is giving her a lot of trouble, she has to push it hard, and does not always work. She said she could not bolus for lunch, she had to give herself an injection for the bolus. She said other buttons ok and keypad is intact. The keypad is reportedly intact and has not been exposed to moisture. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental report will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 05/23/2012-device evaluation: the pump has been returned and evaluated by product analysis on 04/26/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the contrast, up arrow, and down arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.